Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator's (epg) right ventricular (rv) exhibited inconsistent amperage. Analysis was able to confirm the customer comment that the epg was unable to pace or capture app ropriately. It was noted that the hanger assembly was broken, the main printed circuit board (pcb) capacitor was damaged, the upper case was dented and the main seal was broken. All found defective parts were replaced and all other identified issues were resolved. The instrument then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the epg was unable to pace or capture appropriately.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator's (epg) right ventricular (rv) exhibited inconsistent amperage. It was noted that the right atrial (ra) was functioning properly with correct amperage and beats per minute (bpm), however, in the rv, when set to 10 amps, initially showed 23 amps, dropped to 11 amps when adjusted up, and showed seven amps when returned to 10 amps and the rv was off from the milliamps (ma) being displayed on the epg. There was no patient involvement.